Event description:
A malfunction alarm occurred with the code malf 0, indicating a momentary power loss to the vibrator motor. There was no adverse impact to the customer¿s blood glucose level. The customer had not previously reported or reset the pump for this malfunction, so technical support provided pump reset information and assisted with the reset. Afterward, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue reappears. The customer acknowledged and understood these instructions.